Event description:
It was reported that during the procedure in the non-tortuous, mildly calcified, proximal right coronary artery for treatment of an 80% stenosis, pre-dilatation was performed using a 3.0x15 trek balloon followed by deployment of a 4.0x33 rx xience prime stent. The proximal edge of the stent was not fully expanded; therefore, a 4.5x12 voyager nc dilatation catheter was advanced but could not cross the proximal edge of the stent after many attempts. The device was replaced with a 4.5x12 non-abbott dilatation catheter and post dilatation was performed successfully. There was no adverse patient effect and no reported clinically significant delay in the procedure due to the device(s) issue. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.